Event description:
Procedure performed: removal of gastric ring. Event description: [translation] distal end of the trocar broke when the compress was removed. No event explaining this breakage. No forcing. Piece of plastic lost in the abdomen. Not found. Consequences (for the patient, management, organization...) : lengthening of the operating time. Foreign body searched by CT / not found. Immediate corrective measures implemented: medical device retained / rapid post-intervention decontamination/control scan at d+1. Quarantine of devices from the same lot. Additional information received from applied medical representative via email 8nov22: the patient¿s care has not been prolonged due to the event, just a scanner immediately after surgery. This trocar was not used with a robot. Just a grasper and compress used with the cannula during the procedure. Type of intervention: CT scan at d+1 without detection of the foreign body, increased surveillance. Patient status: the patient is safe but a scanner control was necessary.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula tip. Based on the condition of the returned unit, it is possible that the broken cannula tip was due to an object or instrument coming in contact with the cannula tip and/or excess force exerted on the cannula tip. It is also possible that the cannula material was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: removal of gastric ring. Event description: [translation] distal end of the trocar broke when the compress was removed. No event explaining this breakage. No forcing. Piece of plastic lost in the abdomen. Not found. Consequences (for the patient, management, organization...) : lengthening of the operating time. Foreign body searched by CT / not found. Immediate corrective measures implemented: medical device retained / rapid post-intervention decontamination/control scan at d+1. Quarantine of devices from the same lot. Additional information received from applied medical representative via email 8nov22: the patient¿s care has not been prolonged due to the event, just a scanner immediately after surgery. This trocar was not used with a robot. Just a grasper and compress used with the cannula during the procedure. Type of intervention: CT scan at d+1 without detection of the foreign body, increased surveillance. Patient status: the patient is safe but a scanner control was necessary.